Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (4.3mm). According to the surgeon, during an off pump coronary artery bypass grafting procedure they attempted to use the heartstring iii device to perform the proximal anastomosis. The surgeon reported that on visual inspection they noticed a crack in the seal before loading the seal into the delivery device. They abandoned the affected device and opened a new heartstring iii device to complete the procedure. The affected device was not used on the patient. There was no harm to the patient.

Manufacturer narrative:
Trackwise# (B)(4). Corrected section: b1--corrected to "product problem"--"other" meaning no intervention, b5, h1, h6-- health effect ¿ clinical code corrected from "1888" to "4582", removed "4641" from health effect ¿ impact codes.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) umbrella slipped up and occurred the crevice and some fissure (crack) which lead to the bleeding. The device was loaded completely according to the step 1,2,3,4. They didn¿t notice the crack before the seal was being deployed. On visual inspection, after the seal was successfully loaded, the portion of the seal that remained outside the distal top of the delivery tube seemed that the diameter was normal as usual. The seal did not exit the delivery tube on actuation. There was no audible click. The surgeon placed a finger over the seal and aortotomy, to anchor in place the seal, while pulling the delivery device back. The seal got fully delivered into the aorta. The seal remained inside the delivery tube upon planned delivery into the aorta. Once the seal was delivered into the aorta, the seal unfolded and unwrapped into the aorta. Attempts were made several times to achieve adequate hemostasis. It was about 20-30 ml blood loss. The doctor used the clamp to stop the bleeding. There was no need for a blood transfusion. There was no procedural delay. The surgeon used another hst to complete the operation. There was no harm and side effects to the patient.

Manufacturer narrative:
Trackwise ID 753128 since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device not returned.

Manufacturer narrative:
Trackwise#: (B)(4). The device was not returned to maquet cardiac surgery for investigation, however a photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and no evidence of blood was observed. The aortic cutter was observed to be in undeployed state. There were no visual defects observed on the aortic cutter. The delivery device was observed inside the loading device. The white plunger and blue safety lock was not observed in the photograph. The seal was observed in the loading device window. The two outer rungs of the seal were observed to be cracked and apart from the seal. No other visual defects were observed on the seal. Based on the non-return of the device as well as the photographic evaluation, the reported failure "crack; seal" was confirmed. The lot # 25162943 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a